Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the forcep elevator is cause not established and the most probable cause of the detached acoustic lens is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastro videoscope exhibited foreign material in the forcep elevator and acoustic lens got detached. There was no patient involvement.